Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR. Report#: 1627487-2018-06497 it was reported during an ipg surgical procedure on (B)(6) 2018, (reference MFR. Report#:1627487-2018-06495) the physician inadvertently pulled a lead out of the foramen. As such, the lead was explanted and replaced. Reportedly, the patient is doing well and effective therapy resumed post-operative. Please note: it is unknown which lead was liable. Therefore, all suspected devices are being reported.